Event description:
The attending cardiologist was attempting to deploy a stent to the lad at the hosp's cardiac catheterization lab. He could not advance the stent to the proper place, inflated the balloon to 1 atm, and pulled everything back (the stent, guide cath, and balloon). After reaching the iliac approx, the balloon tip and stent sheared off inside the pt. The pt was taken to cvor for removal of the foreign body. The pt's condition was stable the following day. On 9/15/95 the pt was intubated to treat metabolic acidosis. She died the same day, however, from cardiac arrest.